Event description:
The following has been reported: biomed reported: "active valve motor failure no active infusion stopped or any patient harm reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Performed mock infusion with no issue. Log files indicate mechanical hardware failure (av sticky valve). Fva pins exhibit drag specifically the output pin. Removed fva assembly and fva pins have debris. Cleaned fva pins and channels. Investigation found the fva motor assembly screw was wrong and the treads were inhibiting the fva secondary pin from cycling properly. Removed and replaced screw. Reinstalled fva assembly and performed a mock infusion with no errors. The rear cover o ring is unseated. The lcd touch screen is damaged due to broken screw mounts. The grounding connections are braided wire versus insulated wire. The fva lip seals, lcd touch screen, ground wires, and rear cover o ring will be removed and replaced during the repair process before being sent to the test line for full functional testing. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.